Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing relief and was experiencing frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing relief and was experiencing frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.